Event description:
During surgery, 12mm covidien versaport bladeless optical trocar was damaged upon introducing endogia into abdominal cavity. Upon inspecting trocar by operating surgeon and surgical tech, the trocar appeared visibly damaged and a portion of the trocar had broken off. Closure of patient's abdomen had begun, but upon discovery, was stopped and reopened. After scanning the abdomen laparoscopically, the broken trocar piece was discovered and removed from the patient's abdomen.